Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced tubing detachment event on (B)(6) 2025. The insertion site was left abdomen. The tubing got detached from the tubing connector. The infusion set was in use for 2 days. The patient also has skin issues which led to heamorrhage in the insertion area. The patient replaced infusion sets and resumed insulin successfully. No further information available.